Event description:
Code-blue alarm monitored by operators failed to alarm during a code on one floor. This prevented the operators from announcing the code on the overhead pager. The code-blue alarms worked on the floor that the code was on, only the operators did not receive the code. CPR was successfully initiated and the pt survived. The system hub was rebooted and software was reloaded to that tower system. The system is now fully functonal.